Event description:
It was reported that during implant the left bundle branch placed right ventricular (rv) lead, the rv lead exhibited low out of range (oor) impedance values. It was also noted that the stylet got stuck. The rv lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The inner tubing of the lead became extrinsically distorted due to pulling/stretching/overstress. The inner insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted the full lead was returned without the stylet. The lead was stretched measuring 59.7 cm long. The inner insulation was stretched and pulled apart at 7.5 cm, extrinsic damage. The inner tubing was stretched at 5.2 cm and allowed to distal and proximal conductors to touch which allowed the cross continuity test to fail, extrinsic damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.